Manufacturer narrative:
Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that this right atrial (ra) lead exhibited far field oversensing on the stored electrogram (egm). The position of the lead could not be fully confirmed. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.